Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 03/30/2026. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, from 07:14 am to 07:54 am, the estimated glucose values were in range and dropping 148 mg/dl to 76 mg/dl. At 07:59 am, prior to the estimated glucose values (egvs) dropping below the low threshold (70 mg/dl), the app delivered an urgent low soon alert at 70% volume, which was acknowledged immediately. At 08:04 am, the egvs dropped to the low threshold (70 mg/dl), but the app did not deliver additional alerts as the urgent low soon and low alerts were snoozed after acknowledgement. From 08:09 am to 08:44 am, egvs were in range with five minutes of signal loss at 08:49 am with a backfilled egv of 74 mg/dl. At 08:54 am, the egvs dropped to 55 mg/dl, and the app delivered an urgent low alert at 70% volume. This alert was not acknowledged, but at 09:04 am, egvs returned within range. Confirmation of the allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient was outside shoveling snow and then came inside to do some more chores when she felt ¿blank¿ and then passed out and fell to the floor. No injuries were reported due to the patient's fall. The patient was alone at the time and was unconscious for an unspecified amount of time before her husband came home and found her. The patient¿s husband found the patient and saw her cgm was reading 55 mg/dl. The patient¿s husband also heard the patient¿s cgm device beeping, however, the patient alleged she did not receive any audio alert from her dexcom mobile app on her apple watch notifying her of the hypoglycemic state prior to losing consciousness. He called ems and the patient had regained partial consciousness. He tried to help her stand and then sit in a chair, but the patient passed out again. Once ems arrived, the patient¿s bg meter reading was 55 mg/dl which matched the reading on the cgm device. The patient regained consciousness and once able, the patient drank a soda and had a candy as treatment. Ems monitored the patient¿s vital signs and bg meter readings. The patient was offered transport to the ER but she declined. The patient was feeling ¿groggy¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e2007 fall.